Event description:
Revision surgery, due to heterotopic superior bone, the surgeon had to go in and scrape the bone down and replace the poly insert.

Manufacturer narrative:
The reason for this revision surgery was identified as heterotopic ossification after 11 months, 9 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 25 prior complaints reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.